Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient mistakenly disconnected their modular connection instead of their power connection, which caused the pump to stop. While attempting to reconnect the modular cable, the patient bent a pin in the modular cable. The patient's family member bent the pin back and reconnected the cable. In the clinic, the patient's modular cable, system controller, and battery clips were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable having a bent pin due to an attempt of reconnecting the modular cable was not confirmed. It was reported that a pump stop occurred because the patient mistakenly disconnected their modular cable instead of their power cable. After attempting to reconnect the modular cable, the patient mistakenly bent the modular cable pin. The patient's son in law bet the pin back and reconnected the modular cable. The pump stop is addressed via the system controller investigation. The heartmate 3 vad modular cable was returned and evaluated at abbott. During the evaluation, the modular cable was functionally tested and passed all steps without issue. Additionally, the modular cable was connected to a mock circulatory loop and operated a test pump for an extended period of time without any issues or atypical alarms active. The submitted and downloaded event log file from the returned system controller contained combined overlapping data spanning approximately 2 days (15oct2022 ¿ 17oct2022 per the timestamp). There were no other notable atypical alarms active in the log file that would indicate an issue with the modular cable. The submitted and downloaded periodic log file contained overlapping data spanning 10.5 days (06oct2022 ¿ 17oct2022 per the timestamp). The log file captured a driveline disconnect alarm active on 15oct2022 at 16:07:03 consistent with the patient accidentally disconnecting the modular cable. This is addressed via the system controller investigation. There were no other notable atypical alarms active in the log file that would indicate an issue with the modular cable. The root cause of the reported event of a bent pin in the modular cable was determined to be from the patient accidentally bending a pin while attempting to reconnect the modular cable. The heartmate iii patient handbook, rev. D, section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. This section instructs the user to inspect the modular cable in-line connector for signs of damage, such as cracking, fraying, wear, exposed wires, sharp bends, or kinks. Call your hospital contact right away if the driveline is damaged (or might be damaged)." The heartmate iii patient handbook, rev. D, section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate iii patient handbook, rev. D, and the instructions for use, rev. C, cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 7892830) was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped from abbott on 13jul2021 no further information was provided. The manufacturer is closing the file on this event.